Event description:
A review of service data detected a reportable event. During servicing, charger/modem sn (B)(4) was unable to power on. The last pt to use this charger did not report any deficiencies.

Manufacturer narrative:
Eval summary: device eval of the charger/modem sn (B)(4) has been completed. As received, the charger/modem would not power on. The cause of the charger/modem not powering on was a flash memory failure (B)(4) on the c/a board. An intermittent connection was discovered a pin a23 of the flash memory. The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. In addition the connector on the charger's power brick was defective. The root cause of the defective power brick connector was unable to be positively determined, but was likely caused by physical abuse. No adverse event resulted from the defective components. The last pt to use this battery charger did not report any deficiencies.